Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds which resulted in loss of capture, however there were no pauses greater than two seconds. Additionally, it was noted that the lv lead is plugged into the right ventricular (rv) port. This lv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).